Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a with infection/inflammation symptoms at 2 day post-operative exam on the left eye (os). A brief description from the surgery center indicated the os had an inferior flap edge that had a hazy area of 3 mmh x 1 mmv at the 6 o'clock position. The patient was started on genteal eye drops and gatifloxacin antibiotic eye drops every 15 minutes for 24 hours and the second 24 hours to be taken every hour. The patient¿s comments of a gritty feeling on the left eye with swelling that started the on the night before post op exam. The patient¿s medical history (hx) is of multiple corneal ulcers from past contact lenses wear. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -2.50 x -1.00 x 82, left eye pre-op 20/15 -2.75 x .00 x 90.